Event description:
Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21622j, and reader sn (B)(4)). On the same day, the customer tested negative with a covid-19 pcr test and three times with the cue covid-19 test for home and over the counter (otc) use. On (B)(6) 2022, the customer tested negative with a covid-19 pcr test, an unspecified rapid antigen test, and once with the cue covid-19 test for home and over the counter (otc) use. Additionally, on (B)(6) 2022, the customer tested negative with another covid-19 pcr test and unspecified rapid antigen test. The customer is vaccinated with a booster, has no symptoms or known exposures. Customer states he wears an n95 mask in public and has only been present inside without a mask with two individuals. These two individuals have also had no known exposure and are testing negative with rapid and pcr tests. The test cartridges have been stored within the proper temperature range.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were thirteen previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.